Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the axium coil did not separated/break into two or more pieces; it early detached. There was on e coil implanted before and after this malfunctioned coil.

Event description:
Medtronic received a report that the axium coil prematurely detached.  The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right paraclinoid with a max diameter of 10 mm and a 4 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that the coil has been detachment in advance. The procedure is completed by pushing the coil with a wire. It was reported coil separation/break/premature detachment occurred. The implant coil remains in the patient. The coil was implanted in the intended location. There was no surgical or medicinal intervention required. The pushwire was not bent or broken. There was no friction or difficulty during delivery. The physician repositioned the coil two times. The physician did not attempt to detach the coil. The physician did not rotate the delivery pusher during the procedure. The continuous flush was administered during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a sofia 6f guide catheter and sl 10 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.